Manufacturer narrative:
The device was not made available for evaluation. The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod was fractured on the distal end. No patient harm was reported.